Manufacturer narrative:
The device was received partially deployed. The formed needle protruded past the needle well. Upon opening the device, the hard cannula was observed to be dislodged from the slide retract. The hard cannula was incorrectly installed. The incorrect installation of the hard cannula resulted in the formed needle's inability to retract. The portion of the hard cannula that was exposed was observed to be bent. It could not be determined when this damage occurred. The incorrect installation of the hard cannula resulted in the damage to the slide retract.

Manufacturer narrative:
The device has not been returned/received to date. If the device is received, a supplemental report will be submitted with the investigation results. We are unable to confirm the reported needle mechanism failure or to determine its root cause. Lot release records were reviewed and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including confirming that the device deployed the cannula correctly.

Event description:
It was reported while a patient had been wearing a pod between 24 and 36 hours the needle had not retracted upon initial activation.